Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: the initial medwatch stated that the device alarmed for a false upstream occlusion alarm. This event is addressed in (B)(4) medical device report # 6000001-2012-04308. This medwatch will address the device failure to alarm for air in line when an air bubble was present. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of failure to alarm for air in line when an air bubble was present was confirmed in the pump's event history by a baxter service technician but not reproduced. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an upstream occlusion alarm while advancing an air bubble. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.